Event description:
It was reported that the image of the colonovideoscope would blackout and then reappear. The issue occurred during a diagnostic colonoscopy procedure, which was completed using the same device. No patient harm was reported.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.